Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-03299. It was reported the patient experienced a headache after the permanent implant procedure. The physician suspected a csf (cerebrospinal fluid) leak may have occurred. The patient was to be monitored.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-03299. Follow-up identified the patient's headache resolved on its own.